Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrojejunostomy procedure, there were no problems on the first firing. On the 2nd firing on the pancreas, the staple line was not complete at the distal end of the staple line. There was 1/4 portion where staples were missing. The surgeon oversewed the portion where the staple line was incomplete. There was no adverse consequence to the patient.